Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial#(B)(4) implanted: (B)(6) 2016 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) UDI#: (B)(4) ubd: 2017-jul-10 h6 update: the previously applied device code (B)(4) was replaced with (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was noted that the company representative had met with the physician this week. It was indicated that they had noticed catheterocclusions are due to the implant procedure. It was described that the pump is used to size the pump pocket and the pocket is full of blood, tissue, etc. When sizing the pocket, the catheter access port (cap) isn¿t on the pump connector anymore because they would have primed the pump already and removed the cap, so blood and tissue could get into the pump connector (described as a christmas tree connector). When the catheter is hooked up and the pump turned on, that ¿gunk¿ regarding blood, tissue, etc., can also get pushed to the catheter tip after the pump is started. It was noted that the catheter would be tunneled and in position waiting to be connected to the pump, so in the meantime the sutureless catheter connector would be sitting there in all the blood and tissue. It was further noted that they were recommending a sizer for the pump. A sizer being plastic that would be thrown out afterwards, that way the pump is not used. Or, they also recommended a cap to be added to the end of the ¿christmas tree connector¿ that gets thrown out when the catheter is attached. They also recommended a cap that gets added to the end of the sc connector until the catheter is hooked up to the pump. It was noted that regarding the above they were talking in general terms and providing design ideas. On 2018-nov-09 a company representative clarified the surgeon¿s name. Refer also to MFR report # 3004209178 regarding another case with respect to the referenced surgeon.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was indicated that it was believed the explanted device / catheter was discarded. It was indicated that this was confirmed with the healthcare provider.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) applies to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving lioresal (baclofen) 2000.0mcg/ml for a total dose of 199.9mcg/ml via an implantable pump for intractable spasticity. It was reported healthcare professional (hcp) performed a roller study to confirm pump functioning, but largely expected the problem to be with the catheter. Hcp thought it may have been kinked or wrapped in the intrathecal space somehow. It was unknown if any factors may have caused, contributed, or led to the event. Hcp opened the pump pocket and was able to free the catheter and possible source of obstruction. Hcp found a piece of fatty tissue or other biological material inside the pump connector, even though it was flowing. Hcp removed the entire pump segment and replaced it with a new pump segment, 8474. It was noted that the issue was resolved at the time of the report, and patient's status was "alive-no injury" at time of report. It was noted surgical intervention occurred. Hcp performed a catheter revision. A roller study confirmed that the pump was functioning normally. Medical history was noted as spasticity. No further complications were reported/anticipated.